Event description:
A pt underwent a therapeutic ercp procedure with placement of a biliary wallstent. A restriction was noted when attempting to load and advance the wallstent biliary endoprosthesis unistep plus over a terumo guidewire. The clinician then attempted to advance the device without a guidewire. This was not successful due to a banding of the guide catheter. The procedure was successfully completed with use of another device. The pt did not sustaun any reported complications or ill effects as a result of the guidewire/fit issue.